Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic a patient was observed to have received inappropriate anti-tachycardia pacing therapy. The device was found to have incorrectly determine ventricular tachycardia. Programming changes were made and the patient was reported to not be symptomatic and will continue to be monitored routinely.